Event description:
It was reported that the pt reported no output from system and reported no trauma or obvious cause. Ap checked out as functioning and symphonix audiologist came to confirm internal device failure. Pt was to be re-implanted at that time but personal issues prevented this from happening then. Device can be visualized through tympanic membrane and appears in normal position. The pt now has an appointment scheduled for re-implantation surgery on (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. This device has been manufactured by symphonix corporation. Vibrant med-el took over the assets from symphonix corp in 2003.